Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed the device had offset coil winds. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. During the functional test the smart coil was advanced through a demonstration sheath, resistance was encountered as the offset coil winds bunched up inside the sheath and the smart coil could not be advanced any further. The root cause of the reported resistance could not be determined. The smart coil introducer sheath and the non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils and a smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil out of the distal tip of its introducer sheath, and therefore the smart coil was removed. The physician soaked the introducer sheath and smart coil in saline and then re-attempted to advance the smart coil into the hub of the microcatheter, however the same resistance was felt about two centimeters from the tip of the introducer sheath. The smart coil was again removed, and the procedure as completed using new smart coils, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.